Event description:
It was reported that the caller was unable to resume insulin after loading a cartridge. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing cartridges and successfully resumed insulin, requiring no further assistance.